Manufacturer narrative:
Additional information: the tip of the catheter broke during use of the catheter in the patient's body. The device tip detached in two pieces. The detached portion of the device was successfully removed from the patient. A stent was then placed at the distal end of the blood vessel. Correction: annex a code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was later confirmed that the detached portion of the device was not removed from the patient's body. The stent was used to press the detached part against the distal end of the blood vessel. No further patient complications have been reported as a result of this event. B1 adv evnt/prod prob b2. Outcome attributed to adverse event h1. Type of reportable event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one telescope guide extension catheter, the tip of the catheter broke during use. The device was removed from the packaging per IFU with no issues. The device was inspected after removal from the packaging and no deformation was noted. The device was prepped per IFU with no issues. The target lesion was located in the proximal circumflex (cx) artery which exhibited severe calcification.  The device was used in the patient's vasculature. No patient complications have been reported as a result of this event.